Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus and had no access. A field service engineer (fse) informed the customer on the process to have the station redetect the refrigerator and guided through the required steps. The fse then remotely accessed the station, verified that the refrigerator was successfully recovered, and confirmed that the customer was able to complete the inventory without further issues. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was not detected on bus. Customer stated that there was no refrigerator access, and the nurses were unable to access the medications needed for current patients. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.